Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure unable to recover. The customer reported that the user was able to get the medication but there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to replace drawer controller. A fiels service engineer truobleshooted and found drawer 1.1 and 1.2 on main were both off on the bus. So, replaced the drawer controller. The system functioned as intended.